Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It was reported that the proglide device was used in a morbidly obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. The device was not returned for analysis. The investigation determined the difficulties and treatments appear to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device, is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement in the left common femoral artery was completed with two proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. The sheath was upsized to 13f and the impella procedure was completed. Reportedly, the proglide sutures were tightened but hemostasis was not achieved. Manual arterial compression was held and the patient was taken to surgery for a cut down procedure to achieve hemostasis. The vascular surgeon stated that the sutures were not in the artery but in the tissue tract. There was a clinically significant delay in the procedure of 30 minutes due to the surgical cut down to achieve hemostasis. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.